Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure, when the physician tried to crush the stone with the basket, the cable broke inside the patient. The cable link barely came out of the patient's mouth and it was not long enough for it to fit through the sheath to use the emergency handle. The stone and broken basket were eventually extracted. This resulted to the delay of the procedure for about 3 hours on (B)(6) 2025 and the patient was brought back in on (B)(6) 2025 and procedure lasted almost 2 hours. The procedure was then completed with a laser, extraction balloon, and a rat tooth forceps, and needle knife. The physician stated there were no complications but the stone was unable to be crushed.

Event description:
No additional information received from the customer.